Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healthcare to report that several telemetry patients were unable to be monitored on a xhibit central station. No patient harm was reported. The issue resolved without intervention. The cause of the issue could not be determined. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.